Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. The connecting tube was buckling. The bending section cover adhesive had a crack. The distal end, bending section cover, and universal cord had a scratch. Due to a pinhole on connecting tube, water tightness was lost. Due to deformation of the bending tube, the bending angle in the up/down direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the evis exera ii bronchovideoscope had wrinkles and a dent on the connecting tube. Additionally, the bending section cover was dirty. No patient harm reported. During the evaluation of the device, it was noted the connecting tube had peeling coating due to deterioration. This report is to capture the reportable malfunction of the peeling coating on the connecting tube due to deterioration noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information. Based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022 a review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the results of the investigation, cause of the component failure is likely, due to physical stress, chemical stress, or storage environment. However, the root cause is unable to be determined. The event can be detected/prevented, by following the instructions for use, which state: preparation and inspection, inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Important information: please read before use, warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual general policy: precautions warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated, in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated, in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm, that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter. The issue occurred during the procedure. The wrinkles usually came over the time of use and the dent came from a patient bite. The procedure was not impacted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated sections b3, b5, e1, e2, e3, and g2.